Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that inflatable penile prosthesis (ipp) pump and reservoir removed and replaced due to unspecified reason on (B)(6) 2018. A new 15cmx12mm ipp device was implanted. No patient complications were reported in relation to this event.

Event description:
It was reported that inflatable penile prosthesis (ipp) pump and reservoir removed and replaced due to unspecified reason. A new 15cmx12mm ipp device was implanted. No patient complications were reported in relation to this event. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.